Event description:
It was reported that smartsite needle-free connector had foreign matter. The following information was provided by the initial reporter: the reported feedback suggests that there is a yellow ¿film¿ was noted on the bung.

Manufacturer narrative:
One 2000e-04 sample from lot 20046922 was received for investigation in opened packaging. A visual inspection confirmed the customer's experience as a yellow discolouration was identified embedded at one side of the female luer adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. They confirmed the yellow discolouration found on the affected sample is likely to have been caused during the start-up process of the injection moulding machine, where it is possible for the material to be overheated. The affected components are segregated following start-up of the machinery, however in this instance it appears that the affected component inadvertently became mixed with the finished goods and was not identified during subsequent assembly steps. Please note this is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 20046922 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the smartsite device in the international market in the past 12 months.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that smartsite needle-free connector had foreign matter. The following information was provided by the initial reporter: the reported feedback suggests that there is a yellow ¿film¿ was noted on the bung.